Event description:
It was reported to philips that the device "failed." There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's "failed" there was no patient involvement.